Event description:
It was reported that the pacemaker exhibited slow radio frequency (rf) telemetry and loss of rf telemetry. When the patient came in to clinic there were no issues with telemetry. No changes or intervention was performed. The patient condition was stable.